Event description:
It was reported that the patient underwent an unrelated back surgery with a magnet placed over the device. Post-surgery, the patient experienced diaphragm stimulation. The device was found to be in backup vvi mode with no therapy available. Upon review of device image, oversensing of noise at the time of the surgery was observed. It was suspected the magnet position was unstable causing the oversensing. A firmware download was successfully performed to restore the device. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.